Manufacturer narrative:
A visual inspection was performed on the returned device. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the guide wire becoming frozen in the balloon catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The nc trek device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 5.0x12mm nc trek balloon dilatation catheter (bdc) was used in a procedure; however, the balloon failed to deflate. Resistance was noted with the guide catheter during removal and the balloon separated [broke off]. A snare device and an entrapment balloon was used to remove the separated balloon. There was no adverse patient sequela. Return device analysis found the balloon was not separated as reported. Additionally a .014" abbott bmw universal ii guide wire was frozen in the guide wire lumen of the nc trek balloon catheter. No additional information was provided.